Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports falsely elevated clin chem magnesium assay results for two patient samples tested on an architect c8000 analyzer. The following was provided: sample from (B)(6) 2017: initial result of ">5.8" mg/dl that retested at 2.1 mg/dl after a physician questioned the initial result. Sample from (B)(6) 2017: initial result of 9.3 mg/dl that retested at 2.0 mg/dl. The initial result was not reported from the lab. The customer uses a normal reference range of 1.6-2.6 mg/dl. Both samples are heparin plasma. Controls have been within specifications. There is no impact to patient management reported. The customer requested a service call.

Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site to assess the architect c8000 analyzer. The fse found that the dry nozzle (pn 2-89271-03) was the most likely cause of the customer issue. This part was replaced along with an alignment of the cuvette washer and cuvettes. A review of the service history for this analyzer (serial number (B)(4)) identified no further additional contributing factors. Subsequent instrument operations were acceptable. No returns were made available from the customer site. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the architect c8000 system service and support manual contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is evidence to reasonably suggest a product malfunction occurred. However, no systemic issue or product deficiency was identified.